Event description:
Covidien received information that this n65 pulse oximeter is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Verified the unit was missing display segments. Isolated failure to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the unit passed testing. (B)(4).